Event description:
Additional information received indicated the surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective stimulation. Reprogramming was performed; however, it was unable to provide effective therapy. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The reported ineffective stimulation was not confirmed. The ipg was returned without any visible anomalies or damage. It was responsive and communicated with lab utilities. It was running the therapy app and functional. It successfully bonded with a lab cp without any connectivity issues. The device was tested to manufacturing specifications using the ate and passed all tests. It also passed a lead fitment test. The ipg functioned as intended. The root cause of the reported issue could not be determined.

Event description:
Related manufacturer reference number: 1627487-2020-48507.related manufacturer reference number: 1627487-2020-48508.